Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past 3 weeks and the pump shut off. The customer¿s blood glucose (bg)level was 311 (mg/dl). A bolus via the pump was delivered to address bg level. Review of the pump data logs by tandem technical support showed the battery gauge jumped from 15% to 55% then back down to 15% without being connected to a power source. Reportedly the customer would continue to use the pump for insulin therapy.